Event description:
It was reported that a patient had been assessed by an ent (ears, nose, and throat doctor) to have vocal cord paralysis after experiencing chronic hoarseness. The ent believed the vocal cords had been damaged during vns surgery. No additional information has been received to date.